Event description:
The user facility reported that their 60" loading car did not align properly within the sterilizer subsequently causing an employee to obtain an injury to their lower back and knee. Medical treatment was sought.

Manufacturer narrative:
A steris service technician arrived onsite and found the loading car to be removed from service. The technician tested the loading car and found that it did not align properly to the sterilizer. The loading car is approximately 18 years old and is serviced and maintained by a third-party service provider. The steris service technician provided a quote to repair and service the loading car however, the user facility has not responded. The loading car remains out of service. The steris service technician counseled user facility personnel on the proper use, operation, and importance of preventive maintenance for the 60" loading car. A follow-up report will be submitted should additional information become available.